Event description:
It was reported to philips that the device's battery was not recognized. The pins were bent. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1 and 8 were broken and pin 7 bent and permanently compressed.